Manufacturer narrative:
(B)(6).

Event description:
It was reported that a balloon rupture occurred. The 95% stenosed target lesion area was located in a moderately tortuous and mildly calcified vein. A 6.00mm / 2.0cm / 90cm peripheral cutting balloon was selected for use in a vascular access intervention therapy. During the procedure, at third inflation, it was noted that the balloon ruptured at 10 atm rated burst pressure. The device was completely pulled out from the patient's body. The procedure was completed with another of the same device. No complications reported and the patient was good post procedure.